Event description:
It was reported that the patient's cardiologist had "decided to shut off, or at least reduce the pacing in the bottom quadrant of my heart." Since that device check, the patient has " noticed fluttering in my chest and can feel my pulse in my throat". The patient was seen in the emergency room to resolve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).